Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had triggered an audible alert. The device was interrogated and a partial electrical reset was identified and reset. Later the same date the patient indicated the device alerted two more times and another interrogation indicated a possible full electrical reset. The physician requested an environment investigation in an attempt to determine if the alerts were related to external or internal factors. The device was reprogrammed. After multiple audible alerts and device resets the device was programmed to all alerts off. The device alerted again after the alerts had been turned off. The physician chose to remove and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated c ircuit. Analysis confirmed the device por and serious device memory failure. A high current drain condition became apparent during analysis that led to the cause being the rfm. When the rfm was removed from the hybrid and subjected to continuity I-v testing, the xa12_pi4 pin was shown to have low resistance. This finding is consistent with a current leakage path due to a resistive short in the rfm substrate. The physical location of the short was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.